Event description:
It was reported that there was an alert for the right ventricular (rv) lead superior vena cava coil impedance increasing to 102 ohms from a steady baseline of 75 to 80 ohms. An in office check found the impedance was 80 ohms and there were no other findings or concerns. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284drg implantable cardioverter defibrillator (B)(6) 2010; 5076 implantable pacing lead 2002. (B)(4).